Event description:
The sheath is splitting at the 10% angle when ancillary instruments are introduced. The channel had been opened with instruments prior to insertion into the patient, but the sheath still split when introduced, causing discomfort to the patient.

Manufacturer narrative:
H-6 the product upon which this report is based is anticipated.